Event description:
It was reported that right hip revision surgery was performed due to significant elevations of cobalt & chromium, popping / grinding, stiffness and pain.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to significant elevations of cobalt & chromium, popping / grinding, stiffness and pain. During the revision, the bhr cup, hemi head and sleeve were removed. The synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The very active and hypermobile 45 year old female patient with a history of severe hip dysplasia had bilateral tha¿s. The left was completed using depuy products and the right using bhr. It should be noted that bhr implantation for females of childbearing age is contraindicated. The patient had a left depuy metal-on-metal implantation in (B)(6) 2006 that was revised in (B)(6) 2013, due to failed left total hip arthroplasty secondary to metalon-metal bearing. A MRI revealed evidence of soft tissue swelling and the intraoperative report indicates metallosis debris within both the large trochanteric bursa and within the joint capsule. Additionally, there was some evidence of contact between the edge of the metal acetabular component and the femoral neck which was not enough to weaken the femoral component or the acetabular component, but possibly enough to account for some of the metallosis. It was reported that right hip revision surgery was performed 8 years post tha, due to significant elevations of cobalt and chromium, popping, grinding, stiffness and pain. Cobalt and chromium levels four months pre-revision were 12.2 and 12.3 respectively, a reference range was provided. A pre- revision clinic note indicated a MRI revealed a small pseudotumor and cyst at the greater trochanter. The acetabular cup was in a horizontal position of only 26 degrees and minimal anteversion. Visible on xrays, a small notch on the secure femoral neck where the lateral edge of the bhr cup impacts the neck in wide abduction. Fluoro demonstrates direct contact and palpable clunk in wide abduction. A previous office visit note reported the patient has had clicking in this right hip since it was placed 8 years ago. She denied any pain or instability of the right hip and continued to do lots of exercise including stair master, bicycling and bouldering in the gym. The intraoperative report indicated entry was through the original anterolateral approach. The interval was opened up and the abductor was already partially released. The interval for the anterolateral approach had not healed and was filled with joint fluid. There was a flap of continuous scar tissue overlapping this unrepaired defect that gave continuity for her abductor. All components were osseointegrated. There was visible damage at the lateral edge of the bhr cup with burnishing and smooth, rounded 1 mm deep x several millimeters wide notch at the top of the titanium alloy femoral neck. There was significant scar tissue. There was an area at the anterior greater trochanter where there was osteolysis embedded with titanium-stained debris, and this went down the inferior prosthesis for 2.5 cm and wrapped laterally, limiting the attachment of the abductor. The hip was quite dysplastic. Fluid and tissue samples were obtained for culture, but no reports were provided. Revision was completed using a stryker acetabular shell, dual mobility liner and insert with s&n biolox head. The patient¿s history of severe hip dysplasia, high exercise lifestyle and metallosis of the left depuy mom implant cannot be ruled out as contributory factors to the reported issues. It should be noted that in august 2010 depuy issued a voluntary recall of its asr system. It was also reported that the acetabular cup was in a horizontal position of only 26 degrees and minimal anteversion; however, without post implantation and pre-revision x-ray images, a shift in anatomical placement or initial orientation cannot be assessed. The reported elevated metal ion levels and intraoperative findings of inflammatory responses are consistent with findings associated with metal debris. Although tissue samples were taken, the results were not provided. Without the laboratory reports, images, pathology report or the explanted devices for analysis, the root cause of the reported pain, stiffness, and popping and elevated metal ion levels cannot be confirmed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. However, based on the available information, the suggested root cause for the revision was improper loading due to the excessive activity levels of the patient. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to significant elevations of cobalt and chromium, popping/grinding, stiffness and pain. The bhr cup, hemi head, modular sleeve and synergy stem were revised during surgery. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. This is a complaint from the multi district legal group from the united states reporting the revision of a bhr right hip, secondary to "significant elevations of cobalt & chromium, popping / grinding, stiffness and pain." The primary surgery was performed (B)(6) 2008. The revision was done almost nine (9) years later. From the intraoperative notes; "this right hip has been only minimally symptomatic but surveillance lab values show elevated cobalt and chromium 10 and 11. A mars MRI revealed a small pseudotumour and cyst at the greater trochanter. There was visible damage at the lateral edge of the bhr cup with burnishing and smooth, rounded 1 mm deep x several millimeters wide notch at the top of the titanium alloy femoral neck. The joint was stained with titanium black. There was significant scar tissue. There was an area at the anterior greater trochanter where there was osteolysis embedded with titanium-stained debris." (No unit of measure was provided with the metal ion levels.) Though it was reported "titanium black" and "titanium-stained debris" we cannot conclude the source of the staining. The clinical findings of elevated cobalt and chromium ion levels, and the observations during the revision are consistent with an adverse reaction metal debris. However, the source cannot be confirmed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.